Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, access was obtained successfully from the right femoral artery and the right radial artery for contra lateral access. A double length non-medtronic guidewire was used along with a 65 centimeter (cm) non-medtronic external sheath which was positioned across the aortic arch. Pre implant balloon dilatation was performed with a 20 millimeter (mm) non-medtronic balloon. The valve screening was successful and the valve was positioned at a high implant intentionally. As the valve was near the final release, it was observed that the valve was dislodging upwards and the implanters decided to recapture the system. The system was removed as it was discussed that the limit of recapture may have been passed. A new system was taken and loaded successfully. The valve was implanted at a slight deeper depth successfully. While in recovery, speech dysphasia was observed and a neurological assessment requested. No treatment was reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012539355); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012423693); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6)2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - third paragraph. Section h6 - ime/annex e code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, access was obtained successfully from the right femoral artery and the right radial artery for contra lateral access. A double length non-medtronic guidewire (lunderquist) was used along with a 65 centimeter (cm) non-medtronic external sheath (gore) which was positioned across the aortic arch. Pre implant balloon dilatation was performed with a 20 millimeter (mm) non-medtronic balloon (simvalve). The valve screening was successful and the valve was positioned at a high implant intentionally. As the valve was near the final release, it was observed that the valve was dislodging upwards and the implanters decided to recapture the system. The system was removed as it was discussed that the limit of recapture may have been passed. A new system was taken and loaded successfully. The valve was implanted at a slight deeper depth successfully. While in recovery, speech dysphasia was observed and a neurological assessment requested. No treatment was reported. Additional information was received that during the valve implant, the valve was implanted high as the patient's anatomy was very horizontal which contributed to the vale dislodgement. During the valve implant, the deployment starting point was bottom of pigtail. The patient was evaluated with a neurological assessment followed by computed tomography (CT). The patient was confirmed to not have suffered a stroke, but contrast induced toxicity. Additionally, a small arch injury was reported due to slight over capture of the system when the first valve was caught on the sheath which made removing the first valve challenging. Additional information was received indicating that the implant depth was approximately 2-3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc) prior to valve dislodgement. The implant depth was said to be "suprannular on the ncc" after dislodgement. It was further reported that the arch injury was a dissection, and no treatment or intervention was performed as the patient was stable. According to the physician, it's possible the delivery catheter system (dcs) contributed to the dissection during the slight over capture of the system as the dcs "butted up" to the sheath in the arch.

Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve was implanted high as the patient's anatomy was very horizontal which contributed to the vale dislodgement. During the valve implant, the deployment starting point was bottom of pigtail. The patient was evaluated with a neurological assessment followed by computed tomography (CT). The patient was confirmed to not have suffered a stroke, but contrast induced toxicity. Additionally, a small arch injury was reported due to slight over capture of the system when the first valve was caught on the sheath which made removing the first valve challenging.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.